Event description:
Emts called to home by family. Found pt sitting in kitchen bleeding from right internal jugular line. Emts report approx. 3 inches of catheter protruding from skin with copious amount of blood on floor and coming from catheter. Catheter was not intact. Distal end of catheter including two lumens were not attached or observed at scene. Cause of event unknown.